Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started to read inaccurately around (B)(6) 2017, when she obtained alleged inaccurately erratic blood glucose results of ¿130 and 386 mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ precision criteria. The patient manages her diabetes with insulin pump therapy. She reported that after obtaining the alleged inaccurate results she continued with her usual diabetes management routine (including sliding scale). She indicated that around 2 days after the start of the alleged issue, on (B)(6) 2017, she developed symptoms of ¿headache, nausea and lightheadedness¿. She denied receiving any additional treatment for her symptoms. During troubleshooting, the cca noted that the meter was set to the correct unit of measure, the patient¿s blood samples had been taken from the same approved sample site and the patient described the correct testing steps. The cca also noted that the patient¿s test strips had been stored correctly and the test strip vial was not cracked or broken. The patient did not have control solution to test the meter and test strips and the issue remained unresolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. Control solution was also sent to the patient to allow her to verify the accuracy of the lfs products. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.